Event description:
It was reported that the patient passed away due to septic shock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that cultures taken on (B)(6) 2024 were positive for acinetobacter baumannii, methicillin-resistant staphylococcus aureus (mrsa), and corynebacterium striatum.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the septic shock was related to a driveline and pump infection that developed in (B)(6) 2022. The patient had been on antibiotics and antifungals for many years. The onset of the patient's chronic infection is reported under MFR #: 2916596-2024-05191.